Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin (1 gram given once in four days, route of administration not reported) and amikacin (125 milligram given once a day, route of administration not reported) for the event of peritonitis. The patient's recovery status was not reported. The action taken with dianeal therapies was not reported. No additional information is available.